Event description:
Customer reported a past low blood glucose (bg)event with levels dropping below 20 mg/dl. The customer momentarily lost consciousness but did not sustain any injury. Emergency medical technica's (emts) were called. Emts provided an intravenous drip to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.